Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number (B)(4).

Event description:
It was additionally reported that the event resolved with no sequelae on (B)(6) 2016. No further patient complications were reported.

Event description:
It was reported that following the implantation of an elevate anterior the patient experienced moderate "superficial mesh erosion [on the] anterior vaginal wall". Premarin vaginal cream was prescribed on (B)(6) 2015 and the event is considered not recovered/not resolved (continuing). No further patient complications have been reported in relation to this event.